Manufacturer narrative:
Unknown taper. Medwatch sent to the FDA on 06/27/2016 the device has not been returned. Without the device or device serial number, the taper type is unknown. If returned, visual examination may determine the connecter type associated with this event. This event was captured in a literature article published in june 2015. Follow up has been conducted with one of the authors to obtain additional information such as implanting/explanting physician, device serial number, and to verify if the device could be returned for analysis. To date, (B)(4) has not been able to obtain further information. Device labeling addresses the reported events as follow: precautions: as with gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract. Over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation. Patients must be cautioned to chew their food thoroughly. Patients with dentures must be cautioned to be particularly careful to cut their food into small pieces. Failure to follow these precautions may result in vomiting, stomal irritation and edema, possibly even obstruction. Anti-inflammatory agents, such as aspirin and non-steroidal anti-inflammatory drugs (nsaids), may irritate the stomach and should be used with caution. The use of such medications may be associated with an increased risk of erosion. Insufficient weight loss may be caused by pouch enlargement or, more infrequently, band erosion in which case further inflation of the band would not be appropriate. Adverse events:gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require surgery to reposition and/or remove the band. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain. There is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery after the use of gastric-irritating medications, after stomach damage and after extensive dissection or use of electrocautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection or abdominal pain. Reoperation to remove the device is required. Reoperation for band erosions may result in a gastrectomy of the affected area. Eroded bands have been removed gastroscopically in a very few cases. Consultation with other experienced lap-band® system surgeons is strongly advised in these cases. Esophageal distension or dilatation has been infrequently. Esophageal distension or dilatation has been infrequently reported. This is most likely a consequence of incorrect band placement, over-restriction or stoma obstruction. It can also be due to excessive vomiting or patient noncompliance, and may be more likely in cases of pre-existing esophageal dysmotility. Deflation of the band is recommended if esophageal dilatation develops. A revision procedure may be necessary to reposition or remove the band if deflation does not resolve the dilatation. Nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended. Nausea and vomiting may also be symptoms of stoma obstruction or a band/ stomach slippage. Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Deflation of the band is immediately indicated in all of these situations. Deflation of the band may alleviate excessively rapid weight loss and nausea and vomiting. Reoperation to reposition or remove the device may be required. Other adverse events considered related to the lap-band® system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port displacement, port site pain, spleen injury and wound infection. Other adverse events considered related to the lap-band® system that occurred in fewer than 2% of study patients included: diarrhea (n=2), gastric pouch dilatation (n=2), gastritis (n=2), esophageal dilatation (n=2), syncope (n=2), seroma (n=2). Other events reported to occur in only one patient per event included; abdominal discomfort, alopecia, anemia, arthralgia, decrease blood folate, flatulence, gastrointestinal motility disorder, bronchitis, chills, implant site infection, implant site irritation, implant site hemorrhage, night sweats, hypotrichosis, headache, nail infection, pyrexia, skin irritation, esophageal obstruction, esophageal spasm, postoperative infection, urinary tract infection, muscle spasms, depression, back pain, and hypertension. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported event from journal article titled: "simultaneous cecal volvulus and gastric erosion secondary to laparoscopic adjustable gastric band", surgery for obesity and related diseases 11. "[Patient] presented to an outside hospital with a 1-day history of copious watery diarrhea, vomiting and abdominal pain." "The patient was taken to the operating room emergently. The abdomen was opened and the ceval volvulus was clearly identified with connection tubing wrapped circumferentially around the base..." "This resulted in mucosal hemorrhage suggestive of ischemia and transmural necrosis." "The band was subsequently removed, revealing a proximal gastric perforation secondary to erosion." The patient remained in the hospital for approximately two days. (B)(4) approach to compliance is to resolve all doubts in the favor of reporting.